Manufacturer narrative:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card with a patient that had historically typed as rh positive. The customer returned a cd of log files for further investigation. The complaint was confirmed. On 08/15/2006 on ocd field engineer arrived at the customer site. The fe reported that the gel interpretation camera was out of specification. The fe repaired the camera and returned the analyzer to expected operation. Erroneous results were not reported, as the test results did not match historical data and were not consistent with repeat testing. However, if this incident were to recur undetected, it may lead to cumulative potential risks to pregnant patients. The analyzer could not be ruled out as a possible contributing factor to this incident.

Event description:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card with a patient that had historically typed as rh positive.